Event description:
The customer reported being hospitalized for high and low blood glucose. Troubleshooting was performed. All the programming no the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.